Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the device was protruding out of the skin and the patient was very thin. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the device was protruding out of the skin and the patient was very thin. There were no additional adverse patient effects reported. The rv lead was explanted.